Event description:
The customer reported to olympus, the colonovideoscope was clogged. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube, jet tube, and air/water cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found jet tube, air/water tube, and air/water cylinder with foreign material, grip packing was loose, old design screw stoppers, clogged and deformed nozzle, cracked and scratched light guide lens, damaged flexible adjustment ring, suction cylinder has no color, dent in the switch box, screw stoper was replaced for preventative maintenance, damaged plug unit, scope connector case unit has a dent, amount of water contact did not meet the standard value due to the clogged nozzle, the play of the up/down angulation control knob was out of standard value due to the angle wire, deformed nozzle, scratched objective lens, and scratched connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope olympus will continue to monitor field performance for this device.